Event description:
The patient reportedly has never performed well with her device. Testing showed that the device was functioning, but shorted electrodes were detected. A decision was made to explant the patient's device. Surgery to explant the patient's device will be scheduled.